Event description:
It was reported that this right ventricular lead found to be fractured. A revision procedure was performed and the lead was surgically abandoned. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).